Event description:
It was reported that the user experienced a low glucose event while fasting before a meal, with glucose dropping to 49 mg/dl and recovering to range after treatment with oral glucose tablets; the cause of the hypoglycemia was unclear and no device component involvement was identified. Symptoms included dizziness, lethargy, and shaking/tremors. Outcomes included urgent low glucose alerts and no lasting health consequences or impact, with unexpected medical intervention in the form of medication (glucose) required. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding any medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.